Event description:
Access device inserted on or about 6/23/92. Apparently for the past three to four months the catheter has been non-functioning. The pt was advised to have it replaced because of the continuation of chemotherapy. On 1/20/94 right-sided catheter removed. Chest x-ray revealed distal fragment of catheter in right atrium and inferior vena cava. On 1/24/94 fragment removed by radiologist with no complication.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.